Event description:
It was reported a cerebrospinal fluid (csf) leak occurred during a procedure to place drg trial leads. The procedure was completed, however postoperatively the patient complained of a headache. Patient was given caffeine and discharged. The following day, the headache returned and a blood patch was performed. Afterwards, the headache ceased.